Manufacturer narrative:
(B) (4).

Event description:
Procedure: biopsy. According to the reporter: the surgeon noticed that the staple line was incomplete and that the sulu could not be unloaded as the jaw was bent. Another sulu was used to redo the hemostasis.